Event description:
T was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer was instructed by technical support to clean the speaker holes and reset the pump. After following these steps, insulin delivery was successfully resumed, and the pump returned to normal operation.